Manufacturer narrative:
Unit was returned to manufacturer for investigation. Initial testing found the unit to work as expected and fault could not be replicated. Fault description is consistent with liquid ingress. Fault was able to be replicated by exposing the unit to water. Open drying out again the fault resolved itself.

Event description:
Perfusionist reported that the level sensor was incorrectly signalling full reservoir on an empty reservoir. There was no patient harm. We consider incorrect measurement from a level sensor a reportable malfunction.